Event description:
Covidien rec'd info stating that after the ventilator completed the boot up process, the touch screen was unresponsive. The device was not in use on a patient when this event occurred.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The customer returned the ht70 ventilator for two different issues. The touch screen did not work after the ventilator finished booting up. The ventilator was investigated and it was determined that it needed the top membrane and an overlay replaced. The membrane and overlay were replaced. (B)(4).